Manufacturer narrative:
This event did not involve a malfunction of the passy-muir valve. This event was caused by a series of use errors. The user did not respond appropriately to the ventilator disconnect alarm. The user failed to follow the manufacturer's instructions stating that the tracheostomy cuff must be completely deflated when the passy-muir valve is placed. The cuff was not deflated until the rt responded to the event. The user failed to post the warning labels (packaged with each passy-muir valve) on the tracheostomy tube cuff pilot line, or anywhere within the proximity of the patient. As the manufacturer of the passy-muir valve, we take special care to package every valve with a comprehensive clinical instruction booklet, patient handbook, and caution labels. The caution labels are brightly colored and designed to be placed on the tracheostomy tube pilot line where the cuff is inflated and deflated as well as at the bedside and patient chart.

Event description:
User facility reported: rn states vent was alarming. Upon entering the room, the ventilator circuit was disconnected. Rn states that the patient was asking for the passy muir valve to be placed on; however, after investigation the patient was telling the rn that the vent had become disconnected. Rn states that she placed the passy muir valve on, (when asked if she deflated the trach cuff, she stated no), rn states that vent continued to alarm. She found charge rn and informed her of the patient with difficulty breathing. The patient was unresponsive, pulseless and blue. The rn initiated chest compressions and a code blue was called. Patient became responsive shortly thereafter. Respiratory found that the trach cuff was still inflated. The rt removed 10ml syringe from within bag hanging from cough assist machine. The patient was suctioned and placed on humidified trach collar (htc) 90%, patient able to vocalize with passy muir valve. Doctor states patient had EKG changes, patient was transported to the ICU.